Event description:
Additional information received indicates that pain at the ipg site has resolved post op.

Event description:
It was reported that the patient experienced pain at the ipg site since implant. As such, surgical intervention took place on (B)(6) 2024 wherein the ipg was explanted and replaced with a smaller model ipg in the same pocket to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for pain at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.